Event description:
The clinician reports the implant was inserted (B)(6) 2007 in fdi 14. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, swelling and bleeding. No further patient complications were reported.